Manufacturer narrative:
Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the review of similar incident(s) there is no indication of a lot specific product quality issue. In this case, the device was prepped prior to use with no issue/ leak noted, which would suggest that the device was not damaged prior to use. The investigation determined the reported balloon rupture appears to be related to circumstances of the procedure. It is likely that during advancement through anatomy, the balloon became compromised and/or damaged resulting in the balloon rupture during the first inflation. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no corrective action is required. The nc traveler is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat an unspecified lesion. A 3.5mmx15mm nc traveler balloon was used for pre-dilatation. The balloon ruptured during the first inflation before reaching nominal pressure. An unspecified balloon was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.